Event description:
Customer reported the system displayed an error message and the monitor would go blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sbc. System operates as intended.